Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited undersensing of atrial fibrillation waves resulting in the device not mode switching properly, therefore causing the atrial fibrillation diagnostics to be incorrect. The lead also exhibited loss of sensing. The physician elected to cap and replace the lead. The patient was asymptomatic to the event and was stable post procedure.